Event description:
This pt was s/p an orif 3 months ago. A howmedica plate was used at that time. Pt was readmitted in 2003 and taken to surgery the next day. Pt broke both the plate and the bone in fatigue fashion. The physician notified howmedica due to his concern above & how easily the plate broke. Howmedica will retrieve the plate.